Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a retrospective review of device data it was identified that this implantable pacemaker after smr 5 installation, 13 devices observed an issue where battery voltage becomes frozen and does not show the correct value and will instead show voltage of previous interrogation. No faults or errors occur when this data issue is observed. At this time, no adverse patient effects have been reported and with current information the device remains in service.